Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Displacement: the tissue expander may become displaced, especially if the surgical pocket is too large. Tissue expander displacement may make the integrated valve location difficult or impossible without surgical correction.

Event description:
Healthcare professional reported right side "malposition". The device has been explanted.

Manufacturer narrative:
Device evaluation: a leak test was perform and no openings were found. A microscopic analysis of the returned device identified: device intact and functional based on the device analysis the final assessment is: device intact and functional.

Event description:
Healthcare professional reported right side "malposition". The device has been explanted.